Event description:
The customer reported physicist mag 1 fluoroscopic size excessive. No patient involvement.

Manufacturer narrative:
The service rep found system within 3%. No problems with system at this time. System operating as intended.